Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to 1-2. On (B)(6) 2018, echocardiogram found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr had increased to 3-4. On (B)(6) 2018, a second mitraclip procedure was performed for treatment. Mr was 4. One clip was implanted medial of the slda clip for stabilization, reducing the mr to 3. The pressure gradient was 2-3 mmhg. A second clip delivery system (cds 80103u219) was advanced to the mitral valve; however, while grasping, the patient was hemodynamically unstable due to hypotension. When the leaflets were un-grasped, the patient stabilized; therefore, the decision was made to not deploy the clip. The physician believed that the hypotension was caused by reduced flow through the valve while grasping. There was no issue with the cds, the patient was confirmed to be stable and no further treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology; however, the reported patient effect of worsening mr is due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.